Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets record. There were no new allegations. The com reports revision due to address chronic dislocation attributed to loosening and positioning of the cup. As there is no new information that would change the investigation, the investigation reported in (B)(4).is still valid. A copy can be found in the pc-attachments. No information received ith this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4). Reporter is an attorney.

Event description:
Patient was revised to address chronic dislocation attributed to loosening and positioning of the cup. Update 8/8/12 - litigation papers received. In addition to loosening and dislocation, pain and metallosis are alleged. Update 10/7/2013- pfs and medical records received. Medical records indicate that the cup was well fixed and no metallosis was found. Therefore, the liner and head are not being added at this time.